Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mentioned that he has had several no delivery alarms. His blood glucose at the time of the event was 229 mg/dl. He said that he had two no delivery alarms and had called previously. After that call, he said that he changed his set and then got another no delivery alarm. The customer has not tried different cannula lengths. He stated that the tubing is not bent or kinked but that they have tried all remedies and do not wish to troubleshoot. He was advised that the insulin pump would need to be replaced. The insulin pump will be returned for analysis.